Event description:
Technical services received a call on 9/6/11. Caller stated that this lv lead is programmed lv tip to can. Caller is wondering if this would affect patient's rv lead that has noise. Noise is being marked by device and inhibiting pacing. Technical services stated that lv sensing can only inhibit lv pacing, not rv pacing. If rv pace is inhibited, then lv pace would also be inhibited. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).